Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that there was low pump flow with the impella cp. The clinical representative went on site and noted the impella flow was low and the position was unknown. Patient had vt/vf for vfib arrest noted after impella was started; because positioning was lost, patient was escalated to cardiac bypass and impella was replaced after CABG was placed on cardiopulmonary bypass (cpb). Impella cp restarted at p-1 and then p-2, but flows never increased past 0/0/0. Impella inlet noted to be in aortic root, but would not flow. Pump was turned off and the doctor explanted the device. Ultimately the decision was made to insert a new cp. Procedural outcome was patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.